Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps were broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts. The complaint regarding a broken cable was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.